Manufacturer narrative:
Device was returned for evaluation. Device evaluation found power condition board sparked some component and liquid coolant leak inside lower unit and upper unit. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolsculpting control unit sparked and leak. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report of a coolsculpting control unit sparked and leak. There was no patient or provider safety impact.

Manufacturer narrative:
H11 - corrected data: d1